Event description:
It was reported that the customer experienced an ongoing, elevated blood glucose (bg) level. On (B)(6) 2026 the bg was of over 500 mg/dl and ketones. Ketone level identified as life threatening by healthcare provider; cause of bg not known. Customer attempted to resolve the issue by changing the pump supplies. Reportedly, the customer lost consciousness causing them to fall leading to bruising. The customer was transported to the emergency room and was subsequently admitted to the intensive care unit (ICU). Bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released on (B)(6) 2026 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.